Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause could not be determined as no failure detected. Restarted the unit, but cannot confirm any app hang or ui overload or cfb error. No performance failure detected.

Event description:
It was reported that the bellavista1000 us ventilator experienced frozen screen during demonstration. End user pressed the info button and the screen simply froze and required a hard reset during education. Furthermore, there was no patient associated with the event. (Demo unit).

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81: other: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.